Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for a solid tone to occur.

Event description:
It was reported that during a roux-en-y, solid tones occurred. The hand piece was replaced and the case was completed without incident.